Event description:
A healthcare professional reported that the after the intraocular lens implantation surgery, due to decreased postoperative visual acuity, the patient's lens was explanted and replaced with another company lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).